Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch # 745d68. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with anvil missing. The breakaway washer was not returned and there were no staples present indicating that the device achieved a full firing stroke. Further inspection showed that the knife was damaged (bent) on only side of the knife. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 745d68, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 2/24/2026 d4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number of 768d64 / 00cdh29b , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while operating, the surgeon connected anvil and hand piece stapler (cdh 29b) for sigmoid and rectum anastomosis. Stapler was fired and removed from body. It was discovered there was no distal donut. Upon re-entering patient body, it was found still in the body. Surgeon had to re-enter, revise anastomosis site and fire another stapler (powered). The surgeon had to redo the anastomosis. There was no patient or user harm reported.